Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Activated clotting time (act) was above 250 seconds throughout the procedure. After advancing the steerable guide catheter through the atrial septum, a cordlike structure was observed in right atrium. The structure was attempted to be aspirated but was unsuccessful. It was unclear whether it was thrombus or septal tissue. The patient remained stable so the procedure continued with observation. No medication was provided. The patient is stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported thrombus could not be determined. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.